Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event on (B)(6) 2025 at 07:15 pm due to possible sensor inaccuracies. The sensor glucose (sg) reading was 106 mg/dl whereas blood glucose (bg) value measured was 45 mg/dl. The patient complained that eversense e3 cgm system did not provide low glucose alerts. The patient self resolved the event by eating sugars. No medical assistance was required.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation revealed that on (B)(6) 2025 at 7:15 pm, the user's sg was 121 mg/dl and no bg was entered. The user did not receive a low glucose alert at the time of event because the sg was above the alert level. Review of the sensor data did not indicate any issue with the sensor's chemical performance. The root cause of the observed inaccuracies could not be definitively determined from the data review; however, the potential cause may be related to the in-vivo condition of the sensor hydrogel during the reported timeframe. As part of troubleshooting process, the user was advised to perform a sensor re-link to clear the calibration history. However, the user refused to proceed with the re-link as the sensor was reaching its end of life (162 days post-insertion) and they had already scheduled their routine sensor replacement with their hcp. The user was inserted with a new sensor on (B)(6) 2025. B4. Date of this report 29 jan 2026. G3. Date received by the manufacturer? 29 jan 2026. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.